Event description:
The manufacturer received information alleging that the patient of the dreamstation auto bipap device passed away in 2021 while on hospice care. The patient was not using the device toward the end of her life, and the daughter contacted philips to recycle the device. A shipping label was created, and the device was returned to philips. The device was evaluated, and no visible foam degradation or problems were found. There is no allegation of malfunction or that the device caused or contributed to the death. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted if additional information is received.